Event description:
On (B)(6)2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 460 mg/dl with frequent urination, extreme thirst, and large ketones. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. There was no indication or allegation of a device issue. A change in physical activity without adjusting the insulin delivery program was reported. It was determined the bolus and basal settings were incorrectly programmed. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to use error.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22 sep 2017 with the following findings: the battery cap returned with the pump was noted to be within the required specifications, intact without damage and able to properly secure to the pump. The pump was powered on and exercised for 24 hours without power interruption, error, alarm or warning. Flow accuracy testing revealed the flow accuracy to be within the required specifications. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pumps interior components. Investigation determined the pump was operating as intended and without malfunction.